Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Inflammation/irritation : unable to observe since it is a medical event and is not related to the device. Necrosis : unable to observe since it is a medical event and is not related to the device. Additional observations: observed, two openings on the anterior side assessed as surgical damage. No further actions are required as no issues with the manufacturing process are observed.

Event description:
The patient's explanting physician reported capsular contracture, baker grade IV, "serous liquid in the left breast", "bilateral periprosthetic capsules", "fat necrosis", "unspecific inflammation", "fibrosis", "absence of malignity". This record is regarding the right side. The device has been explanted and replaced with a non-allergan implant.

Event description:
The patient's explanting physician reported capsular contracture, baker grade IV, "serous liquid in the left breast", "bilateral periprosthetic capsules", "fat necrosis", "unspecific inflammation", "fibrosis", "absence of malignity". This record is regarding the right side. The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event of capsular contracture, necrosis and inflammation/irritation was reviewed on july 12, 2023. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. Necrosis: unable to observe since it is a medical event and is not related to the device. Inflammation/irritation: unable to observe since it is a medical event and is not related to the device. No additional observations were carried out.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of necrosis and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and necrosis device evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ necrosis: unable to observe since it is a medical event and is not related to the device. ¿ inflammation/irritation: unable to observe since it is a medical event and is not related to the device. No additional observations were carried out.

Event description:
The patient's explanting physician reported capsular contracture, baker grade IV, "serous liquid in the left breast", "bilateral periprosthetic capsules", "fat necrosis", "unspecific inflammation", "fibrosis", "absence of malignity". This record is regarding the right side. The device has been explanted and replaced with a non-allergan implant.